Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2018 (published 2018). Date of implant estimated as (B)(6) 2017. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage. It was reported through a research article/individual report identifying that a mitraclip procedure resulted in mitral valve leaflet lacerations requiring surgical treatment. Details are listed in the attached article, titled: "echocardiographic-fluoroscopic fusion imaging for transcatheter mitral valve repair guidance". No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history for the reported lot could not be conducted, as the lot information for the device was not provided, and the product was not returned for analysis. Based on the limited information available regarding the patient and procedural conditions, a definitive cause for tissue damage, surgical procedure and hospitalization cannot be determined. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.